Event description:
It was reported that during an unspecified treatment procedure, this starter guidewire was selected; however it was noted that there was a "defect on the guide wire forcing to prick out again the artery which had a spasm". There were no serious consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Examination of the returned complaint device revealed that a gauge bushing was passed over the length of the device without effort. The specimen present approximately 1mm of the distal end of the core wire protruding through the outer coil wraps at the offset coil condition approximately 2.32cm from the distal tip. The distal ball tip and an indeterminate amount of core wire are missing with indications of ductile tensile overload presented at the proximal aspect of the wire fracture. The ptfe coated coil wraps distal of the core wire penetration present scrape/abrasion damage through the coating to the metallic wire substrate surface in a proximal to distal orientation from the axis of the core wire protrusion to the proximal aspect of the j-form. The specimen also presents numerous bends/kinks of varying severity and frequency scattered over the length of device. Dried blood ¿like matter was present between the coil wraps over the length of the device and is visible within the coil lumen at the core wire penetration site. The j-form tail angle is relaxed. Finger straighten function is compromised by the coil and core damage and the occluded coil lumen. No other damage or inconsistence are noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, this starter guidewire was selected; however it was noted that there was a "defect on the guide wire forcing to prick out again the artery which had a spasm". There were no serious consequences for the patient.